Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 232548, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis and experienced deflation post procedure. Left sided deflation was diagnosed by a physician post procedure. Additionally, the physician suspected bilateral capsular contracture (baker's grade unknown). As a result, the devices were explanted on (B)(6) 2019. Mentor reported the left sided deflation initially under 1645337-2019-08370 on (B)(6) 2019. On (B)(4) 2019 mentor became aware of the presence of bilateral capsular contracture. This report relates to the right prosthesis.